Event description:
It was reported that the customer was stacking insulin. Subsequently, the customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates and glucose tablets to address bg and resumed insulin delivery.